Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Concomitant products: 305c229 tissue valve, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.